Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, and to correct h10 of the initial medwatch (correcting from phenomenon being confirmed, to not confirmed). The device was returned to olympus for evaluation and the customer's complaint was not confirmed. Testing and inspection performed a visual inspection on the received condition and was unable to find any issues connecting the (blue) plastic connector connecting tube device onto the a1 ports of the oer-elite reprocessor. They connected and disconnected the connecting tube (blue) plastic connector multiple times on the a1 ports of the oer-elite reprocessor and no signs of the grey levers/metal clips and (blue) plastic connector coming off/popping off. The click sound was verified and secured when connecting the blue plastic connector to the a1 port. They used a test endoscope and placed it inside the test oer-elite reprocessor to perform the test. The maj-2110 connecting tube metal connector was connected to air/water and suction cylinder ports of the endoscope. Then they ran a cycle and observed the customer's connecting tube staying in place through the entire cycle with no signs of the plastic connector of the connecting tube popping out from the designated a1 port. The duration time of the cycle was approximately 30 mins. Both right/left grey levers and metal clips were intact on the (blue) plastic connector. There was no signs of external damages noted with both levers and metal clips. The movements on the grey levers were also checked and no signs of looseness with the levers when pressed multiple times. The device history record could not be reviewed as the manufacturing date is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the connecting tube can be connected to the connector in the reprocessing basin, it is likely that the tube was not pushed enough (until it clicked) during connection. It is also possible during connection, foreign material, or the like was caught between the connecting part, which disrupted potential connection. The instructions for use identify verbiage that helps the user detect the phenomenon: "IFU for maj-2110. 9 preparation and inspection. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. IFU operation manual for oer-elite. Chapter 5 inspection and preparation before use 5.6 inspecting the connectors. Caution connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily." Olympus will continue to monitor the field performance for this device.

Event description:
The customer reported to olympus, that during reprocessing. It was discovered that the connecting tube cannot be connected to the channel connector in the reprocessing basin. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The connector was returned to olympus. Testing and inspection confirmed the customer¿s complaint. The connecting tube was broken and cannot be connected to the channel connector in the preprocessor basin. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.